Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that display screen cracked and was not legible after customer fell off his bicycle. Customer's blood glucose was unknown, but caller reported that it was high and it was not known if it was due to damage. Insulin pump would need to be replaced.

Manufacturer narrative:
Pump received with a severely cracked and bleeding lcd glass. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test due to lcd damage.